Manufacturer narrative:
Unit was received with operational currents within specification and passed self-test and displacement test. Power error and power loss due to connector resistance printed circuit board. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with peeling keypad overlay. Unit was received with minor scratched display window, case and keypad overlay texture damaged. Unit was received with stained serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received power error and was damaged. The customer¿s blood glucose level was unknown the customer states the pump had a crack on back of pump where battery is. Troubleshooting was performed for damage and noticed the reservoir is unable to lock in place when inserted into pump. The insulin pump will not be returned for analysis.